Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking between the connection of the female luer of a t-connector and a non-carefusion/bd connector during an unspecified infusion. Although requested, no additional information is available; there was no patient harm.